Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: d9, d10 concomitant. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument. Manufacturing date: 28-feb-2025. Expiration date: 01-feb-2035. Part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm/right ¿ sterile. Lot number: 54973p5 (sterile). Lot quantity: (B)(4). Component part(s) reviewed: part number: 21127 timoagri16.00. Lot number: 51105p2. Lot quantity: (B)(4) lb. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 09-jan-2025 was reviewed and determined to be conforming. Lot summary report dated 20-jan-2025 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive. Lot number: 43609p0. Lot quantity: (B)(4). One piece (1) was scrapped in cell at op #50, final inspection due to dropped part. Production order traveler met all inspection acceptance criteria apart from the one (1) piece scrapped. Part number: 04.037.942.2, lock prong, 130 degree, tfna. Lot number: 54750p2. Lot quantity: (B)(4). Six pieces (6) were scrapped in cell at op #70, final inspection due to surface finish-dings/scratches. Inspection sheet, (B)(4) rev e, met all inspection acceptance criteria. Production order traveler met all inspection acceptance criteria. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 54973p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported through a german health authority user report. The nail fractured in a case of pseudarthrosis of the former fracture (failure to heal the fracture). Patient outcome was reported as good functional outcome, pain before implant exchange, nonunion formation, no infection. Implant date: (B)(6) 2025.